Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. On an initial visit due to a buildup of fluid on top of the regent shutter, the fse replaced the reagent probe and tubing assembly, aligned the sample and reagent probes and checked system precision. On a follow up visit, the fse replaced the acid and base pumps, the reagent and bubble detector, cleaned the underside of the wash manifold, checked and cleaned the luminometer and base probe. The parts replaced by the fse were considered part of troubleshooting and preventative maintenance. The customer has observed improvement post service; however, no conclusion can be drawn as there were no other discordant patient results reported at the time of the incident. The instrument is performing within specifications. The instruction for use under the summary and explanation of the test section states the following: "always analyze tni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of myocardial infarction (mi). In accord with published recommendations, serial testing of tni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single tni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with tni results in aiding the diagnosis of mi." The instruction for use under the quality control section states the following: "if the quality control results do not fall within the expected values or within the laboratory's established values, do not report results."

Event description:
False positive advia centaur cp troponin ultra results were obtained by the customer on two patient samples. The customer runs all toponin patient samples in triplicate and the positive results were considered discordant when compared to negative results. The customer performed verification testing on another advia centaur cp and the results were negative for both patients. The false positive patient results were not released and the troponin negative results from the other advia centaur cp were reported. There was no known report of patient treatment being altered or adverse health consequences due to the discordant positive advia centaur cp troponin ultra results.